Manufacturer narrative:
Findings: unit function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test. Unit was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o-ring/seal from inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 435 mg/dl. The customer was treated for high blood glucose with the pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 435 mg/dl. Customer reported no visible pump damage. The customer stated the drive support cap appears normal. Customer was advised to perform a self-test and test passed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.